Event description:
It was reported that a device alarmed for a system error 322. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that the system error 322 was caused by the upper and lower aux being out of specification. The upper and lower aux were replaced.